Event description:
It was reported that the user experienced difficulty pairing a new libre 3 plus sensor to the ilet system after changing phones, resulting in the ilet entering bg run and dosing being stopped until the user manually entered blood glucose; the user reported very high readings and later reported disconnecting from ilet, with troubleshooting and education provided on scanning the cgm through the ilet mobile app and app installation, consistent with an improper or incorrect procedure or method, and no specific device component implicated. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact documented. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem found and a usage problem was identified, consistent with a use-related pairing and setup issue rather than a component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.